Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that there was poor communication seen on the patient programmer. Communication with the implantable neurostimulator recharger could not be established. The last time that the patient charged or felt stimulation was (B)(6) 2016. The patient had a laminectomy that was unrelated to the implant in (B)(6) 2016. They had to move her implant to get to her spine. After the surgery, she started feeling weird zapping sensations so she had turned it down. It was still zapping her, so she turned off her implant and didn¿t charge it. The day of the report was the first day that she tried charging the implant back up, but she was not able to connect. No further complications were reported.